Manufacturer narrative:
Returned device was received with a bowed front panel, the relief and on/off knobs are missing. Alarm reed is damaged/torn. Manometer is out of spec. Illegible serial number label. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator displayed high pressure alarms. No adverse patient effects were reported.